Event description:
System explanted due to infection. Device was returned for analysis.

Event description:
System explanted due to infection. Device was returned for analysis.

Event description:
System explanted due to infection. Device was returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.